Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing disconnected and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris" infusion set tubing disconnected from the bag during the magrolimab infusion. The following information was provided by the initial reporter: "rn assisted patient to restroom. Upon returning from restroom, rn found magro tubing disconnected from magro bag. Wet floor was noted inside restroom. Magrolimab infused through alaris pump (B)(4) with a volume of 118.8 ml remaining, per alaris pump. Dr. Informed. Inv research team notified by pharmacy. The remaining volume will not be replaced, per inpatient pharmacy services. Chemo spill cleaned up per (B)(6) policy.